Event description:
One hour into surgery, shears stopped working. Staff attempted to trouble shoot the problem as instructed by equipment manufacturer. The non-disposable part was changed out and the shears functioned normally after the exchange.